Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported after puncturing the patient, the procedure was canceled due to poor shape of the sheath introducer. The procedure was performed again using the same item in the hospital's inventory and the procedure was completed. No other information was provided. Additional information 09/03/2024: the on-site comment was that "the entire sheath was bent," and judging from the above description of "burrs, tears, and blooms". After inserting the sheath (bent in the main body), the catheter was inserted through the sheath, and the sheath was gradually peeled off (performing action), but halfway through, the bent part of the sheath made it impossible to peel off, and the procedure was interrupted.

Event description:
It was reported after puncturing the patient, the procedure was canceled due to poor shape of the sheath introducer. The procedure was performed again using the same item in the hospital's inventory and the procedure was completed. No other information was provided. Additional information 09/03/2024: the on-site comment was that "the entire sheath was bent," and judging from the above description of "burrs, tears, and blooms"... After inserting the sheath (bent in the main body), the catheter was inserted through the sheath, and the sheath was gradually peeled off (performing action), but halfway through, the bent part of the sheath made it impossible to peel off, and the procedure was interrupted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty peeling the sheath is inconclusive. The product returned for evaluation was one 5.0fr microez microintroducer sheath. A gross visual inspection of the returned sample found that the sheath was partially peeled and a portion of the sheath was compressed near the distal end of the sheath. Further inspection under a microscope was unable to find any deformation around the distal end of the peel site that was not caused by the peeling itself. No bends or kinks were observed. The sample was functionally tested by attempting to peel the sheath and comparing that force against the force needed to peel a similar non-complainant unit. There was no-discernable difference in peel force between the devices and no resistance was encountered when peeling the returned sample past the compressed area. The sample did not exhibit any of the features reported in the event; however, as clinical conditions could not be replicated, the complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.